Event description:
It was reported that about 8 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system. About 8 weeks after, the pt started to complain of diarrhea and constipation, therefore, he decided to go to the emergency room. During the exam, the physician noticed a small rectal fistula. The pt was treated with a foley catheter and colostomy. It is noted that the physician feels that the fistula is very small and will heal on its own. No further treatments or sequela were reported. Pt is currently in stable condition.

Manufacturer narrative:
No device will be returned, therefore, no direct product analysis will be available. The device history record for this was reviewed. All manufacturing and qa testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.